Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the clinical study reported that the event was related to the device or therapy. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the clinical study reported that on (B)(6) 2017 the patient still had occasional pain down their leg after adjustment of the device. On (B)(6) 2017 the device was adjusted again and the patient felt no pain. It was noted that they increased amps back to 2.4v and the patient felt stimulation in the pelvis with no pain. The event was resolved without sequelae on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the clinical study reported the event was a programming issue. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) for a clinical study reported intermittent left leg pain. Intervention include a reprogramming where it was changed from case positive 0 and 1 negative at 2.3 volts to 0 positive 2 negative at 2.5 volts amps on (B)(6) 2017. There was a report that the event was due to programming and the most recent interrogation prior to the event was on (B)(6) 2017. There was a report that if the issue recurs, they would turn off the device and assess if the pain resolves but then would require further reprogramming on (B)(6) 2017. The patient was present for a follow up after the device adjustment but they continued to have pain at the site which radiates down the left leg. It was described as a burning type of pain. On (B)(6) 2017, adjustments were made to the device and follow up was planned in 1 month to assess effectiveness. There was a report of no pain in the left leg after adjustments. The outcome of the event remains ongoing. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient's relevant medical history included urgency frequency, urinary urge incontinence, urinary retention, fecal incontinence, chronic uti, and hypertension. No further complications were reported. The event remains ongoing.